Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 698 days after a coronary drug eluting stenting treatment procedure the patient expired. The index procedure treated a 3.5x25mm, 80% stenosed, moderately calcified, and mildly tortuous lesion in the proximal left anterior descending artery (prox lad) with a rotablator, predilation and placement of a taxus express2 3.5x28mm drug eluting stent, reducing stenosis to 0%. The patient was discharged 8 days later on aspirin and plavix. During a two year follow-up, the site learned that the patient passed away 698 days post index procedure. Per the patient's wife, the cause of death was respiratory failure. No autopsy was performed. The physician noted that the target vessel was not involved. The device causality was "unknown".